Event description:
Boston scientific rec'd information that the electrode was found to have dislodged post implant. The dislodgement was confirmed via an x-ray. A revision procedure was performed where the physician repositioned the electrode and tied down the distal tip. The electrode remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.